Manufacturer narrative:
Article citation: "a shocking diagnosis: breast implants 'gave me cancer'", (B)(6); (B)(6), may 14, 2017. The event of lymphoma is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and product details cannot be obtained as patient and explanting physician contact information was not provided. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
The (B)(6) article titled ¿a shocking diagnosis: breast implants ¿gave me cancer¿¿ reports ¿[patient] learned last may that [patient] had lymphoma, from textured implants [patient] had for more than 10 years. But instead of removing the implants and capsules immediately, [patient] doctor prescribed six rounds of chemotherapy and 25 rounds of radiation. A year later, [patient] still has the implants.¿ as pathological markers confirming alcl have not been received, the event will be captured as lymphoma. Affected location is unknown.

Manufacturer narrative:
Corrected data: g.6. Follow up number. This medwatch is being send to correct the g.6. Follow up number listed on the follow up medwatch submitted on (B)(6)2018. The number was inadvertently selected as 2 but should have been listed as follow up number 1. Information contained in this report is the same as was submitted (B)(6)2018, in what should have been listed as follow up number 1. Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Capsular contracture- patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Patient reported the left side breast is ¿firm and looks abnormal due to capsular contracture¿. Documentation received via patient representative alleges in ¿(B)(6) 2016¿, the patient ¿sought treatment for a swollen left breast and was diagnosed with a necrotic lymph node¿. Patient was admitted to the hospital on (B)(6)2016 and ¿underwent a left side axillary lymphadenopathy¿. Documentation states patient underwent 6 rounds of chemotherapy and 25 rounds of radiation and the patient ¿suffered debilitating side effects from chemotherapy and radiation including fatigue, weight loss, oral sores, hospitalization, heartburn, and loss of appetite¿. Documentation also alleges patient ¿suffered severe injuries and harms that resulted from implantation of [allergan¿s] silicone-filled breast implants¿ and patient ¿suffered and will continue to suffer severe physical injuries, pain and suffering, emotional distress, mental anguish, economic loss, future medical care and treatment, lost wages, lost future earning capacity, and other damages [¿]¿ and the injuries ¿are permanent and continuing in nature, required and will require medical treatment and hospitalization [¿]¿.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Event description:
Patient reported the left side breast is ¿firm and looks abnormal due to capsular contracture¿. Documentation received via patient representative alleges in ¿(B)(6) 2016¿, the patient ¿sought treatment for a swollen left breast and was diagnosed with a necrotic lymph node¿. Patient was admitted to the hospital on (B)(6) 2016 and ¿underwent a left side axillary lymphadenopathy¿. Documentation states patient underwent 6 rounds of chemotherapy and 25 rounds of radiation and the patient ¿suffered debilitating side effects from chemotherapy and radiation including fatigue, weight loss, oral sores, hospitalization, heartburn, and loss of appetite¿. Documentation also alleges patient ¿suffered severe injuries and harms that resulted from implantation of [allergan¿s] silicone-filled breast implants¿ and patient ¿suffered and will continue to suffer severe physical injuries, pain and suffering, emotional distress, mental anguish, economic loss, future medical care and treatment, lost wages, lost future earning capacity, and other damages ¿ and the injuries ¿are permanent and continuing in nature, required and will require medical treatment and hospitalization ¿.

Manufacturer narrative:
Additional data. Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Capsular contracture- patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Manufacturer narrative:
The events of lymphoma-alcl and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional/changed and/or corrected data.

Event description:
Patient representative reported pathological makers for alcl were present and a mass.